Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported experiencing 20% phaco power, pulse was low and the phacoemulsification handpieces were getting hot while in use. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
The company service representative called the customer to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer stated the system is working with no further issues. The customer removed the possible nonconforming phacoemulsification handpiece and is monitoring the phacoemulsification handpiece serial numbers. The customer did not request service. The phacoemulsification handpiece was not returned for evaluation. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).